Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the drill guide was broken and that the tip was noticed to be missing during inspection

Manufacturer narrative:
The reported event that drill guide - overdrill ø2.7mm & ø3.5mm for 2.7 & 3.5 screws was alleged of issue (instrument breakage identified out of surgery) could be confirmed since the device was returned for evaluation and it matches with the reported failure mode. A review of the labeling did not indicate any abnormalities. IFU clearly instructs to always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry and that the design of the instrument must not be modified in any way. The instructions for cleaning, sterilization, inspection and maintenance guide also states that changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or material leading to diminished safety, performance and/or compliance with relevant specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the drill guide was broken and that the tip was noticed to be missing during inspection

Manufacturer narrative:
The reported event that drill guide - overdrill ø2.7mm & ø3.5mm for 2.7 & 3.5 screws was alleged of issue (instrument breakage identified out of surgery) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the labeling did not indicate any abnormalities. IFU clearly instructs to always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry and that the design of the instrument must not be modified in any way. The instructions for cleaning, sterilization, inspection and maintenance guide also states that changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or material leading to diminished safety, performance and/or compliance with relevant specifications. While transporting to processing area, mechanical damage to the devices should be avoided by not mixing heavy devices with delicate ones. Particular attention should be paid to cutting edges, both to avoid injury and damage to the medical device. As a preventative maintenance for drill guides, the cleaning and sterilization guide clearly recommends to use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. In case of failure, the instrument must be replaced and not be used. If the drill guide has not been used carefully, it is quite possible that the drill guide could have got worn out. Based on investigation, the root cause could be attributed to a user related issue. However, please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not received.

Event description:
The customer reported that the drill guide was broken and that the tip was noticed to be missing during inspection.